Event description:
Boston scientific crm received information that the patient with this device was involved in a car accident that caused the patient to pass away. Following the accident, it was questioned if there was a cardiac event that could have caused or contributed to the accident. It was also noted that this pacemaker had a defibrillator right ventricular lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The device memory was reviewed and did not indicate any anomalies around the time of the patient's death. All daily and weekly lead impedance measurements were appropriate and all threshold measurements were consistent.